Manufacturer narrative:
At this time, despite repeated attempts, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range right ventricular (rv) lead impedances. The patient was reported to be intermittently pacemaker dependent. Surgical intervention was performed and a new rv lead was implanted however the impedance measurements remained high. The old and new rv leads tested fine with the pacing system analyzer (psa). The physician suspected a device issue and the device was explanted and replaced without incident. No adverse patient effects were reported.